Manufacturer narrative:
A supplemental MDR is being submitted to add a related report number h10. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the mitral valve in valve position, the team was unable to cross the septum for the procedure as it was thickened due to a previous septum repair. The team opened and attempted to cross with two valves and delivery systems. Both delivery systems were likely damaged during the case as they were torqued by the operator when trying to advance them with valves through the surgical valve. They were manipulated well beyond the normal point that the delivery systems were meant to bend. The first valve implant attempt came off of the end of the delivery system but was successfully removed. The team removed the delivery system and sheath, but maintained control of the valve by leaving the wire in. The team then elected to upgrade to a large gore sheath and used a bav balloon by inflating partially and pulled the valve into the gore sheath safely and removed with no harm to the patient. No surgery or cut down was needed. Neither valve was able to be implanted. The patient remained stable and will be brought back in 11 days for another attempt.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the mitral valve in valve position, the team was unable to cross the septum during the procedure as it was thickened due to a previous septum repair. The team attempted to cross the first valve on the delivery system. The delivery system was damaged during the case as it was torqued by the operator when trying to advance it with thv valve through the surgical valve . After multiple attempts, the team decided to remove and replace the system. During the removal, the valve was pulled off the balloon when attempting to pull the delivery system and valve back into the sheath, and out of the patient. After the valve dislodged from the delivery system, the team removed the delivery system and sheath, but maintained control of the valve by leaving the wire in. The team then elected to upgrade to a large gore sheath and used a bav balloon by inflating partially, pulling the valve into the gore sheath safely. The devices were removed with no harm to the patient. No surgery or cut down was needed. It was noted after removal, there was a sheath liner tear. Additionally, post removal from the patient, the physician cut the esheath+ to try see if another approach would be possible, if he were to manipulate a new sheath in a similar fashion, but was advised against it. To note, there was a liner tear, but also surgical damage to the first sheath not due to the removal. After the gore sheath, bav and valve were removed, a new valve, delivery system and esheath were inserted into the patient. Again, the team was unable to cross the septum. The second delivery system was damaged with a liner tear during the case as it was torqued by the operator when trying to advance. After multiple attempts, the team decided to remove the system. No valve was implanted. The patient remained stable and was brought back for another attempt on a later date. There was no difficulty with advancement. The angle of insertion was not steep. The patient did not require a blood transfusion. Pre decontamination findings showed the first esheath+ had a liner tear and the first and second esheath+'s had a distal tip split.

Manufacturer narrative:
The product was returned; therefore, a product evaluation investigation was completed. As the device was returned, a visual evaluation was performed. Due to the nature of the device, no applicable functional or dimensional testing was performed. The complaints were confirmed through visual examination. The returned device was visually examined, and the following was observed: compression noted on the distal 4" of the flex shaft. Kink noted on the flex shaft approximately 15" from the flex tip. Residual fluid observed in the inflation balloon. No other abnormalities observed on the delivery system. Some struts on the inflow side of the valve were exposed through the skirt, but no valve damage was observed. Aside from the damages that appear to be from manipulation with a tool, the sheath was damaged with a liner tear along the entire length of the shaft and a distal tip split. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system IFU was reviewed as well as the commander delivery system procedural manual and s3ur mitral valve-in-valve patient screening and procedural supplement. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for delivery system difficult or unable to cross septal wall, difficulty or inability to cross native annulus and/or bioprosthesis, system component damaged, and thv dislodged off balloon during withdrawal through sheath are confirmed based on evaluation of the returned devices. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, challenging anatomy, such as a thickened septum, can increase resistance, resulting in difficulty crossing the septum. As such, available information suggests that patient factors (thickened septum) may have contributed to the reported event. Per evaluation of the returned device, compression was observed on the distal 4" of the flex shaft and a kink was observed on the flex shaft, approximately 15" from the flex tip. In this case, the high push force that occurred during the attempts to cross the septum and the mitral prosthesis, as well as additional device manipulation, such as torquing, applied to overcome the resistance, may have resulted in the observed kinking and damage along the delivery system flex shaft. As such, available information suggests that procedural factors (high push force and device manipulation) may have contributed to the reported event. In this case, it was reported that the flex shaft was torqued. It was not specified when the delivery system kink occurred. It is possible that the kink resulting from device manipulation during crossing through the septum, which proved to be difficult due to the thickened septum. Attempting to advance a kinked delivery system could have then contributed to difficulty crossing the mitral prosthesis. As such, available information suggests that procedural factors (device torquing and kinked) may have contributed to the reported event. Per evaluation of the associated sheath which was returned with the delivery system and valve, aside from the damages that appear to be from manipulation with a tool, the sheath was damaged with a liner tear along the entire length of the shaft and a distal tip split, which can indicate interaction with the valve and/or resistance during withdrawal of the delivery system through the sheath. In this case, it was reported that the valve dislodged off the delivery system when attempting to pull the delivery system and valve back into the sheath. It is possible that the valve interacted with the sheath tip and shaft liner during withdrawal. If additional manipulation was applied to overcome any resistance, it may have led to the valve dislodging from the balloon, as observed. As such, available information suggests that procedural factors (device manipulation) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.